Event description:
It was reported that the ventricular lead switched to unipolar due to low impedances. The patient then experienced pocket stimulation. The lead was capped and a new lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.